Manufacturer narrative:
The device is not available for evaluation.

Event description:
The customer reported that a spinning spiros® closed male luer, red cap was leaking blood and unknown chemotherapy at the distal connection. It was further stated that the spiros disconnected and leaked. The other product involved was a non-ICU medical tubing. The event occurred during patient use and the product was in use for 1 hour. There was patient involvement but no adverse event, and no delay in critical therapy.